Event description:
The nurse responded to a 'tubing disconnect' alarm. The nurse found a small tube disconnected from the machine. She reconnected the tubing to the machine and then heard a 'balloon unable to fill' alarm. After several trouble shooting steps (checked patient, connections, changed EKG cable)she was unable to get the pump to resume function. The machine was replaced with backup device. A visual inspection revealed a small crack on the 'iab' fill port connector.